Event description:
It was reported that the patient experienced fluctuating blood glucose readings after consuming soda, with values of 66 mg/dl, 114 mg/dl, and 76 mg/dl, while using the ilet system with dexcom sensor; potential contributors discussed included pump settings, sensor calibration, and device unlocking issues, and troubleshooting and education were completed. Investigation of this case revealed that the sensor appeared functional but required continued calibration monitoring, and that finger-stick confirmation. No clinical symptoms associated with low blood glucose reported. Outcomes included the need for oral glucose treatment and self-management actions. It was concluded that the event involved hypoglycemia with an unclear cause and that continued monitoring and calibration verification were warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.